Event description:
This rv lead was explanted and replaced due to noise on the atrial and ventricular iegm channels with aborted vf detection episodes. The new lead was successfully implanted. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.